Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 6 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient presented to the lvad clinic today after complaining of black stools x4 days and dizziness when standing up. The patient denies fevers, chills, shortness of breath, or dyspnea and normal activity level remains low, but is able to walk around the store comfortably. Routine labs were drawn this morning revealed decrease hemoglobin of 8.6 g/dl, with it being 11.7 g/dl earlier in the month. The patient underwent an upper endoscopy with hemoclip and was transfused with 1 unit of packed red blood cells. It was reported that the patient was positive for erosive gastritis. No additional information was provided.